Event description:
Related manufacturer reference numbers: 2017865-2021-38487. It was reported that the patient presented in clinic for generator change out procedure. During procedure, it was difficult for the pacemaker (pm) header to be disconnected from a lead. The pm was explanted and when attempted to implant a new pm, a piece of hair was found on it. The new pm was not implanted and an alternate pm near at hand was implanted on (B)(6) 2021. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of contamination could not be confirmed. The device was returned for analysis. Final analysis, longevity calculation and visual inspection was normal and found no any foreign material. No anomalies were found.